Event description:
Two patient monitors were not being picked up by the spacelabs monitor log in the electronic medical record. Approx 2 hours later, the entire ICU patient population was not picking up in the computer. Called it help desk and they were able to reset the system. Pt info then was able to be viewed on the monitors. This facility has had multiple events with this device type over the last few months and has filed several reports.